Event description:
T1 weighted cube images were acquired of the brain from a signa 3.0t mr750 scanner. When these images were reformatted, the axial brain images were flipped horizontally. The orientation markers do not flip with the image. T1 weighted images are commonly used for tumor detection or delineation in conjunction with a contrast agent. Certain pathology would only be apparent on this sequence. This event did not result in a misdiagnosis or pt injury. As the brain anatomy is symmetrical a flip may not be obvious to the caregiver and has a potential of a misdiagnosis or mistreatment. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
Initial reporter occupation was not provided.